Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer did not have backup insulin therapy available but stated they would contact their healthcare provider (hcp).